Event description:
It was reported during implant, the terminal pin disconnected from the lead when connecting it to the device. Lead was replaced. Patient was fine after event.

Manufacturer narrative:
A partial lead with the distal tip measuring 57.1cm was returned for analysis. The lead was returned without the connector pin. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.